Event description:
It was reported that during an unknown procedure, the device would not release. They had to use the manual release button. No other details were provided. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.